Event description:
It was reported that handpiece was breaking blades prior to a procedure. There was no pt involvement or adverse consequences to the user in this event.

Manufacturer narrative:
The device was evaluated by the MFR and the root cause of the reported event is unk. The blade was not available to analyze. There are several causes which could contribute to a broken blade: too much force applied to blade from operator, blade re-use, or cracking as the result of a scratched surface. None of these could be confirmed. The DHR review indicated the device passed all testing and inspections as required at the time of MFR. There were no relevant non-conformance records associated with the release of this device.